Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the belt ecgs were non-functional. The root cause for the failure was a bent pin in the j500 in the belt node pca. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.